Manufacturer narrative:
(B)(4): the customer has advised physio-control that they have replaced the therapy connector assembly and has observed proper device operation through functional and performance testing. The device has been returned to the end user for use.the device has not been returned to physio-control for evaluation.

Event description:
The customer reported that there was a broken pin within the therapy connector broken off of the defibrillation hard paddles assembly. With a broken pin stuck in the therapy connector assembly, another defibrillation therapy cable or hard paddles assembly could not be connected to deliver defibrillation energy. There was no patient use associated with the reported issue.